Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that, the patient experienced an issue with the infusion set, where the cannula was bent. The patient reported a high blood glucose (bg) level of 275 mg/dl, obtained from a continuous glucose monitor (cgm) and confirmed with a bg meter reading of 248 mg/dl. Symptoms were noticed 3 or more hours after insertion, and the infusion set was not in use for more than 72 hours. The site was inserted in the thigh, and the patient regularly rotated site locations. The site area was not impacted in any way, and the patient confirmed that the introducer needle was ahead of the cannula prior to insertion. The patient attributes the high bg to the identified infusion set issue. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.